Event description:
(B)(4). It was reported that post a coronary artery stenting treatment procedure angina and re-intervention occurred. The target lesion was in the circumflex artery (cx) with a 2.3mm reference vessel diameter and a 20mm length. Pre-procedure there was 95%stenosis. A 2.5x20mm liberte stent was implanted. No attempt was made for direct stenting. A non-bsc balloon catheter was used during the procedure. Heparin was used during the peri-operative period. Residual stenosis was 2%. The procedure was rated a technical success. The same day as the index procedure, a re-ptca was performed on the target vessel. The anginal status was documented as yes. The patient was discharged five days after the index procedure with no anginal complaints or silent ischemia. There was no follow up data provided.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.